Manufacturer narrative:
Review of downloaded data from the lifevest system indicates no evidence of a treatment delivered. Reporting out of an abundance of caution due to allegation of the reported injury.

Event description:
A us distributor reported that a patient is claiming a lifevest treatment paralyzed them from the waist down. Patient is stating they lost feeling in their legs after the lifevest shocked them. The patient spoke with their doctor who stated their loss of mobility was because of the shock.